Manufacturer narrative:
The device was returned for analysis. The unspecified failure was confirmed as a suture retrieval issue suture separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using two proglide devices. Reportedly, a cuff miss occurred with both proglide devices as the knots were not formed after deployment. The sutures of four additional proglide devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional proglide device was returned and analysis identified a suture break.